Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a normal battery replacement procedure for a deep brain stimulation implantable pulse generator (ipg), there was an impedance issue. Specifically, while using monopolar programming, the impedances were normal, but they were out of range when using bipolar programming. The patient was programmed in a double monopolar configuration. Technical services provided information regarding the effects of monopolar versus bipolar programming on magnetic resonance imaging (MRI). No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the rep. They clarified that impedances were high. The cause was undetermined. No actions/interventions were taken and the issue was unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.